Event description:
Event was reported to (B)(4) by an attorney. Legal complaint states that the pt suffered serious and catastrophic bodily injuries, pain and suffering, general and special damages. No further info has been provided.